Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt a snap that really hurts and patient also has been having breathing problems. Additionally, the patient was told that the 2 leads were off. This device remains in service. No adverse patient effects were reported.